Manufacturer narrative:
Additional information: b5 and d10. B5: upon additional information, the reporter stated ¿at times there is a little solution left in the bag (5 ml was mentioned) but mostly in the line/drip chamber.¿ h10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set would not flow. At the end of the infusion, ¿the medication bag was shrunk shut (no air left in the bag) and the drip chamber on the tubing was collapsed with suction pressure, and the medication was trapped in the tubing above the pump¿. The spectrum pump did not alarm ¿upstream occlusion¿ even though no fluid was moving. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.